Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
It was reported that the unit's touchscreen was replaced, and then failed two days later. The touchscreen also did not respond to calibration attempts. There was no patient involvement.

Manufacturer narrative:
G4: 13jan2020. B4: 22jan2020. The field service engineer replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.